Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displays a double beep with cassette. Issue was found during testing and no patient involvement was reported.

Manufacturer narrative:
Received one device. Customer¿s reported problem, double beep with cassette was not verified by power up process, performed test, visual inspection. The cause is unable to determine. No action taken, no problem found. Cadd legacy device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.